Manufacturer narrative:
On 23 september 2016 the medical affairs performed a clinical evaluation and commented as follows: periprosthetic fracture in cementless tha 4 weeks after primary joint replacement. Report does not mention traumatic events but a failure of the patient to comply with a 6-week weight restriction prescription. No information on the patient status is available, and no usable images were supplied. Failing to limit weight bearing postoperatively does not normally end in femoral fracture, more frequently the consequence can be difficult implant integration and possible subsidence or instability. Therefore, the causes for the fracture remain unknown. There is however no reason to suspect a faulty implant. Batch review performed on 29 september 2016. Lot 145167: (B)(4) items manufactured and released on 10 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on the lot.

Event description:
The patient came in complaining of pain. The surgeon noticed the patient had a periprosthetic fracture. The patient was instructed to be non weight bearing for 6 weeks. The patient failed to do so. The surgeon revised the stem and head. The cup and liner remain in the patient. The surgery was completed successfully. X-rays are available. Explants are not available.